Event description:
It was reported that upon review of a merlin.net transmission, atrial events falling into pvab were observed. The atrial events fell into blanking period immediately followed by sensed ventricular events. The patient received inappropriate atp therapy and returned to sinus. Managing the rhythm with medication is being consider. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented when the device delivered inappropriate therapy for atrial fibrillation with rapid ventricular response. Recommended programming changes were made. The patients condition is good after the event.